Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced a pericardial effusion after the balloon catheter perforated the roof of the left atrium. The effusion progressed into a tamponade. The case was aborted while the patient was not under general anesthesia. The patient's hospital stay was extended. No further patient complications have been reported as a result of this event.